Event description:
Gastric emptying evaluation ordered as patient has multiple gi disorders and is candidate for gastric neurostimator. Ingested capsule in '08 and subsequently reported worsening nausea and vomiting. CT of abdomen showed capsule in the pyloric region. About 4 days later, endoscopy performed and confirmed that the capsule was lodged in the pylorus. Capsule successfully retrieved. Patient discharged in the next day.